Event description:
Reviewed the surgeons database report which gave no comments on the case. Reviewed the patient x-rays which showed a non-union which appeared to have collapsed in on itself causing upward stress resulting in two broken proximal interlocking screws. (B)(6) on a non-union which caused high stress on proximal screws to the point of breakage. No indication of product defect.